Event description:
It was reported the programmer was broken. Followup indicates that the programmer was not working when it was attempted to turn on and use for a clinic. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed incoming functional test. Analysis found the upper handle cover is cracked and the programmer is scratched up. It is noted errors were found in the programmer error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).